Manufacturer narrative:
For 1 of 2 reported events the field service engineer (fse) evaluated the aia-2000 analyzer by phone with the customer. The fse instructed the customer to reload the software, which resolved the reported event. For 2 of 2 reported events, technical support (ts) instructed the customer on how to change the connection method to resolve the issue. Both analyzers was operational. No further action was required by fse.

Event description:
This report summarizes 2 malfunction events on the aia-900 analyzer. The review of the events indicated that the aia-900 analyzers experienced an error message during the analyzer start up, which caused delayed reporting of critical patient test results. This report was received from two sources. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.

Manufacturer narrative:
For 1 of 2 reported events the field service engineer (fse) evaluated the aia-900 analyzer by phone with the customer. The fse instructed the customer to reload the software, which resolvd the reported event. For 2 of 2 reported events, technical support (ts) instucted the customer on how to change the connection method to resolve the issue. Both analyzers was operational. No further action was required by fse. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Corrected data: MDR 8031673-2019-00068 submitted 25apr19 had the incorrect name of device, corrected name of device mentioned in sentence, from aia-2000 to aia-900.

Event description:
N/a